Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient had a total knee done. Surgeon went back in to resurface the patella.

Manufacturer narrative:
See d1, d2, d4, d10, g4, h4 and h11 complaint has been evaluated and is similar to previous report number 1644408-2019-00298; 342-12-705, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.